Event description:
Operative note: after the entire lower lobe was freed up down to the pulmonary vein, it was grasped and inspected in few directions to see if a wedge resection could easily be done, and the most optimal way to remove the tumor was to perform a subtotal resection of the left lower lobe essentially lying the stapler along the fissure, and then below the inferior edge of the hilum and a total of 2 green loads and 2 black load staplers were used for this. It should be noted that one of the staplers black load did have a malfunction during the stapling; however, this did not have any bleeding or other abnormalities associated with it. The stapler was replaced and the specimen was removed with two green load and two black load firing. It was placed in a bag and extracted through anterior most incision. The entire area was infiltrated with exparel, good hemostasis was confirmed, spray pleural gel was placed on the staple line and all was satisfactory, the incisions were closed in layers with absorbable suture. Dose or amount: 1 tot.